Event description:
It was reported that during a revision surgery to replaced a backed out screw in device, the caudal implant bottom nitinol wire broke and pushed over on the bottom device. However, after examined the construct, the doctor believed that enough bone had grown over the bottom of the bottom screw, so that he did not replace the device.

Manufacturer narrative:
(B) (4): the implant was not returned to the MFR for evaluation. We are unable to determine the cause of the event.